Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a male pt, initials unk with osteoarthritis (k&l grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous use of synvisc (first course) at the age of (B)(6), swelling and pain. On an unspecified date, the pt initiated treatment with intra-articular injection of synvisc (hylan gf-20) injection in left knee (dosage regimen not provided). On (B)(6) 2002, the pt received injection in left knee. The lot number of synvisc was not provided. On (B)(6) 2002, the pt experienced synovitis of left knee. On unspecified dates, pt received treatment with 1.3 cc bethamethasone and 2 cc of xylocaine (lidocaine). On (B)(6) 2002, 48 hours later synovitis recovered. The outcome for the event of joint effusion was not provided. The action taken with synvisc treatment was not provided. Relevant concomitant were not provided. The intensity for the event of synovitis and joint effusion was moderate. The reporting physician assessed the relationship between synvisc with synovitis as definitely related and did not provide a causal relationship with joint effusion. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.